Event description:
Patient had a fall, ruptured extensor mechanism and loosening of the tibial component. Implants removed, cement spacer implanted. Right triathlon. Sales reps response confirms that all devices were removed.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# d2slu. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1119327a. X3 triathlon insert cs #5 14mm; cat# 5531-g-514-e; lot# 1312jh. Tri rm/ll tib aug sz5 5mm; cat# 5545-a-502; lot# xl73912a. Tri lm/rl tib aug sz5 5mm; cat# 5545-a-501; lot# xl76890a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with clinical consultant indicated " no operative or medical history were provided for review. By report the patient had a fall and sustained an extensor mechanism disruption, the x-rays confirm a displaced patella fracture. There is lucent line around the tibia. In the report the tibia was found to be loose. A spacer was placed but the rational for this procedure was not provided. It is unclear if the claim is that the tibia became loose from the fall. It is unclear it the tibia is a primary or a revision. Event confirmation: the event a patella fracture (extensor mechanism rupture) can be confirmed. A fall cannot be confirmed. A loose tibia cannot be confirmed although there are some radiographic findings that may indicate loosening. The rational for a spacer placement cannot be determined. Root cause: the root cause of the extensor mechanism rupture (patella fracture) would be the reported fall. The root cause of the reported loose tibia cannot be determined. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with clinical consultant indicated " no operative or medical history were provided for review. By report the patient had a fall and sustained an extensor mechanism disruption, the x-rays confirm a displaced patella fracture. There is lucent line around the tibia. In the report the tibia was found to be loose. A spacer was placed but the rational for this procedure was not provided. It is unclear if the claim is that the tibia became loose from the fall. It is unclear it the tibia is a primary or a revision. Event confirmation: the event a patella fracture (extensor mechanism rupture) can be confirmed. A fall cannot be confirmed. A loose tibia cannot be confirmed although there are some radiographic findings that may indicate loosening. The rational for a spacer placement cannot be determined. Root cause: the root cause of the extensor mechanism rupture (patella fracture) would be the reported fall. The root cause of the reported loose tibia cannot be determined. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# d2slu. Tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1119327a. X3 triathlon insert cs #5 14mm; cat# 5531-g-514-e; lot# 1312jh. Triathlon asymmetric x3 patella; cat# 5551-g-320-e; lot# akxe. Tri rm/ll tib aug sz5 5mm; cat# 5545-a-502; lot# xl73912a. Tri lm/rl tib aug sz5 5mm; cat# 5545-a-501; lot# xl76890a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not returned.

Event description:
Patient had a fall, ruptured extensor mechanism and loosening of the tibial component. Implants removed, cement spacer implanted. Right triathlon. Sales reps response confirms that all devices were removed.